Event description:
It was reported that during an unknown procedure, the device misfired and tore the vessel which caused bleeding. Unknown how much blood was lost. A vascular surgeon was called in to repair the vessel. There is no further information available.

Manufacturer narrative:
Information anticipated, but unavailable at this time.